Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Typically, this failure is related to depleted batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).